Event description:
It was reported that the patient presented for a routine generator change. It was noted that the insulation of the right atrial lead was worn. The lead insulation was repaired with medical adhesive and a silicone lead cap was slitted to cover the insulation defect. The patient was stable.